Event description:
Ge ivent had a service error 705, and fan noise. Ge required ventilator be sent in for repair. Pt was required to be transferred to a back up ventilator and primary ventilator was pulled out of service. While pt was on ventilator, the ventilator started making a fan noise and had a service error code 705. Pt was transferred to another ventilator. Vent was picked up at pt's home and sent to ge for repair. Ventilator had recently been repaired because the ventilator had a blank screen.